Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, there was no current of injury in the lead. Physician tried different positions, but the issue persisted. Lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.